Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was elevated. Reportedly, the customer was using apidra insulin. Customer's health care provider has asked customer to use humalog. Customer stated that apidra will be switched to humalog.